Manufacturer narrative:
(B)(4). Batch # m93h29 how long after the surgical procedure was the photo taken?: I was not present for the procedure. Additional information received from sales rep: this surgeon has been using harh since I came out and har since residency (over 10+ years). She is a busy gyn who has 4-5 lap cases every monday. I am not positive what heat management techniques she used specifically on this case however I would believe she is aware of what is in our IFU due to long time use. Surgeon did not stage it but the circulator who reported it and sent me picture believed it to be two. There was no change in care to the patient. They did not treat in the room. They said it was the blade. The device was returned in good physical condition. The device was connected to a test handpiece and tested on a gen11. The device was functional and worked as intended. During functional testing, the device was activated for about 1 minute with no abnormal heat observed. The harmonic device produces heat in order to cut and coagulate tissue. Activating the blade against the pad without tissue present is the main factor in increased or elevated device temperature. Blood and tissue buildup between the blade and shaft may result in abnormally high temperatures at the distal end of the shaft. To prevent burn injury, remove any visible tissue buildup at the distal end of the shaft. During and following activation on tissue, the instrument blade, clamp arm, and distal 7 cm of the shaft may be hot. Avoid unintended contact with tissue, drapes, surgical gowns, at all times. Additional "warnings" are in the IFU to guide users on minimizing device temperatures and avoiding patient or user injuries. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis

Event description:
It was reported by the sales rep that during a total laparoscopic hysterectomy procedure, the patient was burned on the leg through two drapes with the device. The case was completed using another device of the same product code. One device will be returned.

Manufacturer narrative:
(B)(4). Additional information received:it was barely used before I opened the enseal , it was laid across the leg and I took the photo immediately I climbed under the drape and took the picture